Event description:
The medical affairs spoke to the pt's friend in 2004 and obtained/verified the following info: pt's friend called lfs and alleged that the meter would only prompt an error 1 message. The batteries were replaced, however the issue with the meter was not resolved. The pt was unable to test on their meter for approx 3-4 weeks. Pt takes a set amount of insulin and they continued to take their medication. The pt was admitted to the hosp with a multiple diagnoses, one of which was hyperglycemia. The blood glucose results from the hosp are not known. Pt's friend stated that the pt has psychological issues and that is why they did not contact lfs for help with the meter sooner. The pt stopped trying to test on the meter when they obtained the error 1 message. Pt did not attempt to test on the day prior to going to the hosp. They are currently in the hosp for treatment, not diabetes related. The meter has been replaced for the pt. The case is being reported as a malfunction medical, although the pt was hospitalized, they did not attempt to use the meter for 3-4 weeks before going to the hosp.